Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "incident happened in the anaesthesia department. While snapping the blade to the laryngoscope handle, the plastic part broke into several pieces at the level of the connector". No patient involvement reported.

Event description:
It was reported that: "incident happened in the anaesthesia department. While snapping the blade to the laryngoscope handle, the plastic part broke into several pieces at the level of the connector". No patient involvement reported.

Manufacturer narrative:
(B)(4). The manufacturing site reports: "the actual complaint sample was not delivered to the site to perform the investigation, but the customer has provided the picture of the complaint device, which is enough to confirm the defect. The complaint sample picture was visually inspected by the chandigarh investigating team and the customer reported failure mode was verified and confirmed, i.e., the plastic part broke into several pieces at connector level." The device history record for lot code 210811341 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Manufacturer conclusion: "the complaint of a light guide breakage in rusch greenlite mac 4 product was confirmed by the complaint investigation team. Small broken pieces of the light guide are observed in the received complaint sample picture. The product was manufactured at the chandigarh site in aug 2021.the product was manufactured and packed in india. We inspect this product family 300% prior to shipment from india, so we can state that it left the manufacturing site fully functional. The root cause of this complaint is deemed packaging related."